Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was removed from the patient's body without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.